Manufacturer narrative:
Evaluation of the first returned smart coil revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. Forceful advancement against this resistance likely contributed to the kinks and fracture observed near the pusher assembly mid-joint. Further evaluation revealed that the embolization coil was detached from the pusher assembly within the introducer sheath. This damage was likely a result of the pusher assembly fracture. Evaluation of the second returned smart coil revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. Forceful advancement against this resistance likely contributed to the kinks and fracture observed near the pusher assembly mid-joint. Further evaluation revealed that the pet lock was separated on the proximal end of the pusher assembly, and the embolization coil was detached from the pusher assembly within the introducer sheath. The pet lock damage was likely incidental to the reported complaint. The detached embolization coil was likely a result of the pusher assembly fracture. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. This report is associated with MFR report number: 3005168196-2020-02154. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-02154.

Event description:
The patient was undergoing a coil embolization procedure in the basilar artery using penumbra smart coils (smart coils), neuron max 6f 088 long sheath (neuron max), non-penumbra catheter, and non-penumbra microcatheter. During the procedure, after flushing the introducer sheaths of two smart coils, the physician was able to advance the smart coils from their starting positions within the introducer sheaths but needed a lot of pressure. Therefore, the physician removed the smart coils. The procedure was completed using new smart coils and non-penumbra coils. There was no report of an adverse effect to the patient.